Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to verify the customer's reported issue. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 86.8 hours of extended bench testing at the customer setting's. The unit also passed the initial final test and the initial alarm volume test with no abnormalities.

Event description:
It was reported to carefusion that the unit was alarming and was not ventilating the patient. The incident occurred while on a patient under 18 years of age. There was no patient or user harm associated with this complaint.